Manufacturer narrative:
The reported event of no communication was confirmed in the laboratory. The device exhibited a high current drain that depleted the battery. The high current drain was isolated to a discrepant transistor. An outside lab confirmed that the transistor was damaged consistent with a high voltage discharge.

Event description:
It was reported that the patient presented to the ER after feeling a vibratory alert. The device was interrogated and found to be at eri. During device change, the leads were checked with analyzer. No anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.